Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-04-23. It was reported that the patient was unable to resolve the discomfort during the flight. They just had to deal with it until they landed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. There was discomfort at the battery site while on a flight in (B)(6) 2017. No further complications were reported.